Event description:
It was reported during a routine check, discovered by the complainant, the cs100 intra-aortic balloon pump (iabp) had a failing leak test. No patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that cs100 intra-aortic balloon pump (iabp) with failing leak test. Getinge field service engineer (fse) found the issue was not duplicated.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11, h6 (health effect ¿ clinical code).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.